Event description:
Customer reported experiencing a past high blood glucose event with the specific value being displayed as "high" and the cause remaining unknown. Customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and agreed to a follow-up for additional assistance as control iq feature was active during the event, and there are recurring high blood glucose issues. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.